Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer consumed carbohydrates in order to address low bg. The customer continued to use the pump for insulin therapy. In addition, the customer reported a low blood glucose (bg) level of 49mg/dl; the cause was unknown. Upon follow up, it was reported the issue was resolved.